Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf 5507. No patient involvement.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. It was reported that the device generated technical fault tf5507. No patient was connected at the time of the event; therefore, no clinical impact occurred. Log files were not received for further technical analysis. Based on the available information, the most probable root cause of the reported event is a defect of the sensor board. To correct the issue, a replacement sensor board was sent to the customer. To date, despite several reminders, the manufacturer has not received any additional information or confirmation regarding the issue if it was resolved. Considering that no patient was involved and in the absence of any additional information received, hamilton medical considers this case closed.

Manufacturer narrative:
The field h6. Adverse event problem, more specifically investigation findings (c) and investigation conclusions (d) were corrected.